Manufacturer narrative:
The full patient identifier is (B)(6). Patient demographics such as age, date of birth, weight, ethnicity and race were not provided. The access progesterone and estradiol reagents were not returned for evaluation. No hardware errors or issues with other assays were reported in conjunction with this event. No other patient results were called into question. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported erroneous non-reproducible low estradiol (access estradiol, part number b84493 and lot number 172124) and erroneous non-reproducible elevated progesterone (access progesterone, part number 33550 and lot number 124876) were generated on the customer's access 2 (access 2 immunoassay analyzer, part number 81600n and serial number (B)(4).) On (B)(6) 2022. The erroneous results of >40.0 ng/ ml (progesterone) and 1662 pg/ml (estradiol) were released from the laboratory. There was a report of change to patient management in connection with the event. The patient had a scheduled surgery of oocyte retrieval which was cancelled due to the erroneous results. There was no further report of change to patient treatment or management in connection with the event. The patient sample was repeat tested and results of 3.4 ng/ml ((B)(6) 2022) (progesterone) and 1981 pg/ml ((B)(6) 2022) (estradiol) were obtained. No hardware errors or issues with other assays were reported in conjunction with this event. No other patient results were called into question. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. Serum sample was collected in a bd vacutainer collection tube and centrifuged at room temperature for 5 minutes at 5 gs per customer information. Other information such as clotting time and storage time were not provided.